Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the dental implant was placed, in the patient¿s mouth, a failure occurred upon insertion. The device will be forwarded to the manufacturer for investigation. Primary stability was not achieved. The clinician reports no torque. No further complications were observed.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the clinician reported that on the day the dental implant was placed, in the patient¿s mouth, a failure occurred upon insertion. Primary stability was not achieved. The clinician reports no torque. No further complications were observed.